Manufacturer narrative:
(B) (4). Eval: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).

Event description:
The rptr stated, the surgeon partially inserted a cq2015a collamer aspheric three piece lens. Noticed lens was damaged while advancing lens in the injector. The incision was widened and one suture was required. The rptr did not provide lot numbers for the injector or cartridge.